Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site therefore the product testing could not be performed manufacturing records reviews: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. As a result of the investigation the reported complaint was not confirmed and there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: na (not applicable) as it was indicated the lens was partially delivered into the eye and not fully implanted. If explanted, give date: na (not applicable) as it was indicated the lens was partially delivered into the eye and not fully implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol), the lens got caught in the tunnel. No patient injury reported. This report is 1 of 2 and is to capture the complaint specifically against the pcb00 25.0 diopter lens, serial number (B)(4).